Manufacturer narrative:
The device was received; however, evaluation was not performed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level ranged from 200 mg/dl to 216 mg/dl. Reportedly, the customer would contact the healthcare provider to obtain alternate insulin therapy. Customer declined further follow up from tandem technical support.